Event description:
Additional information received: the customer was instructed on how to print out the diagnostic log to identify the root cause code causing the vent inop condition. The customer called back reporting the cause code to be an unknown restart error. The product support engineer advised the customer replace the external battery. The customer replaced the external battery to resolve the issue.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. No information from customer.

Manufacturer narrative:
External battery. Customer reported replacing the external battery. Out of warranty; no request for mnf serv.

Event description:
The customer reported the ventilator alarmed due to a power on self test (post) timer/24 volt failure. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer review the device diagnostic history to identify the cause of the vent inop. Multiple attempts were made to contact customer for additional information with no response received.